Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they were injected with juvéderm® voluma¿ xc and another unspecified juvederm into the jaw area. Patient noted the injected "way too deep into my parotid gland" and patient has had "nothing but abscesses/infection since". Patient was unable to open their mouth for a month. Patient went to a treating institution where the abscesses were drained on both sides. Patient has been on antibiotics, but the infection keeps returning. Patient has seen several hcps, but reportedly none will work with the patient as they are afraid of damaging nerves in the patient's face. Event ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvéderm® voluma¿ xc.